Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed on 04 feb 2020. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 30 apr 17. There were no anomalies identified for the manufacture of this lot.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a right knee revision due to possible loosening of the tibial component, decreased activities, and pain. The surgeon reported using combination of micro sagittal saw and osteotomes to develop a plane between the cement mantle and the implant interface. The tibial component was then removed. He noted using a combination of micro sagittal saw and osteotomes to loosen the femoral component and it was revised. The surgeon noted the patella appeared satisfactory without signs of poly wear or loosening, and it was retained. The patient was implanted with a competitor system and cement. There were no complications to the procedure. Doi: (B)(6) 2015; dor: unknown (right).